Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay and elecsys ft4 assay results for one patient sample from the cobas 6000 e601 module. The initial tsh result was 0.041 iu/ml and repeat result was 1.02 iu/ml. The initial ft4 result was 0.963 pmol/l and the repeat result was 17.85 pmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. The repeat results were believed to be correct. There was no allegation of an adverse event. The tsh reagent lot number was 284602. The expiration date was provided as "oct-2018". The ft4 reagent lot number was 303235. The expiration date was provided as "feb-2019". Based on provided information, an assay related issue could not be detected. The investigation was unable to find a definitive root cause.